Event description:
It was reported by repair work order that the cot was leaning and the height could not be adjusted. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.